Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. The device was interfaced to leads outside of the patient's body. Intravenous antibiotics were administered, and the patient will receive a leadless pulse generator. No additional adverse patient effects were reported.